Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/21/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: * please provide the lot number. =>unk * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) =>hiromi tokuyama * please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. =>the device has been received at sukagawa and will be shipped. Please check rmao. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was reported: the kit (ickit24) was registered with jjkk and qa. The registered model number was determined from the kit components.

Event description:
It was reported that a patient underwent an ob-gyn procedure on an unknown date and suture was used. During an unknown ob-gyn surgery, when pulled the needle-suture during suturing, the suture came off from the needle. The operation time was no extension. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary:the product was returned to ethicon for evaluation. One detached needle and one suture outside is packaging were received for analysis. Product code sxpp1b450. Upon visual analysis of the returned sample revealed that clip off defect was observed in the detached needle. The barrel hole was examined under magnification and revealed a remnant suture. Besides that, the end of the suture was observed to be severely cut. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system.